Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography stent exchange procedure in the common bile duct performed on (B)(6) 2019. According to the complainant during the stent placement procedure, the stent could only be advanced half way into the target location, the physician attempted to change the positions, however it was unsuccessful. It was found that the suture between the stent and push catheter was ruptured. Reportedly, the stent was retrieved with foreign body grasping forceps successfully. The procedure was completed with another advanix biliary stent. A photo of the device was provided, showing that the stent body has a break in the proximal end near the suture hole that extends through the proximal end of the stent. There were no patient complications reported as a result of this event.